Event description:
Robotic vessel sealer end bent while in use inside of patient. No harm to patient. New vessel sealer opened to field. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). Waiting for their response.